Manufacturer narrative:
Product was not returned. A photo of defective set was sent by the customer on (B)(6) 2014. The complaint can be confirmed based on the picture. Customer performed visual inspection on the lot provided on their inventory and have nothing further to report. Device history record was performed on the lot provided and found zero defects.

Event description:
Customer request to return an administration set which has the blue tubing guide and the yellow flow stop reversed. The set was not used on a pt and returned to her from the pt's mother. The pt's mother opened other sets at the home of the same lot number cf1235094 verified no other reversed sets.